Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for an examination at the time of the reported event. The procedure was aborted. A philips remote service engineer (rse) analyzed the log file remotely and identified that the enable movement was active, due to which geometry movements were unavailable. The customer informed the rse that the angulation button in the geo module was stuck. The building services replaced the geo module which resolved the reported issue. A philips field service engineer (fse) inspected the system on-site and performed functional checks confirming the system was operational. The system was returned in good working order and ready for clinical use. The geo module was returned for further analysis. Functional testing was performed, which identified that the motherboard was defective. The codes were updated based on the investigation outcome.